Event description:
It was reported that the patient¿s device was implanted on (B)(6) 2011. On (B)(6) 2014, the healthcare professional met with the patient and the battery had shown 2.54 volts and there was no elective replacement indicator (eri) flag. The eri message had never shown even though they were below 2.6v. The printout was not available to prove this, but the healthcare professional was sure that this had happened. The patient was replaced on (B)(6) 2014. The implant had depleted prematurely without warning. Additional information was requested, but had not been received as of the date of this report.

Event description:
Additional information received reported the date the implantable neurostimulator (ins) reached end of service was unknown. The ins had been programmed in continous mode. Following the replacement the patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).